Event description:
It was reported that the physician's (B)(6) hand held screen would freeze on the "interrogation successful" screen each time, a vns pt's device was interrogated. Guidance was provided to the physician's office regarding troubleshooting steps to resolve the frozen screen by removing and reseating version 7.1 software flashcard once the hand held screen was frozen or by performing a soft reset. The site confirmed understanding of the troubleshooting. The user did not request that the device be replaced; therefore, attempts were not made to obtain the device for analysis. However, it is known that under certain conditions, this type of screen freeze events can occur with the (B)(6) handheld computer and cyberonics 7.1 version software.